Event description:
During shoulder arthroscopy labral repair procedure using a bioraptor knotless suture anchor, it was reported that fixation was not adequate with the initial anchor. A crown tip 2.9 mm drill guide with spade tip drill was used to prepare the bone for the anchor. While attempting to insert anchor into the glenoid, the knob at the top of the handle was turned to deploy plug; the anchor released before complete inserter rotation. The surgeon was not satisfied with the tension and removed the inserter. A second anchor was placed into another site, leaving the initial site empty. Fixation to the labrum was completed without further issue. No anchors were left in the patient unsupported. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).